Event description:
Revised for infection.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the ongoing infection. It was initially reported the patient was primarily implanted in (B)(6) 2012, revised in (B)(6) 2012 with a spacer implanted, reimplanted in (B)(6) 2013, and revised again for ongoing infection in (B)(6) 2013. It is not reasonable to conclude the depuy devices contributed to the reported event more than five months post reimplantation. Based on the performed investigation, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.